Event description:
It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 1995. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to pain. The polyethylene acetabular liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."